Event description:
A user facility reported that the lma would not remain inflated while it was being used in a pt. There was no pt injury or problem. The user facility stated that the lma will not be returned for eval.